Event description:
Reference number (B)(4). Event occured in the united states. The patient has been experiencing recurring infections at the insertion site. The patient's father reported that his son visited a healthcare provider (hcp), who prescribed a topical cream for treatment. These infections have been occurring intermittently since (B)(6) 2022. During this period, the patient's blood glucose levels were elevated, though the exact value was not specified; the meter simply displayed 'high'. To address the high blood glucose, the patient administered a correction dose of insulin using a multiple daily injection (mdi) method. Notably, the healthcare provider determined that the patient's ketone levels were at a dangerous or life-threatening level. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6009477 in question was manufactured at the reynosa site. The information in this complaint (B)(4) has been evaluated for the malfunction no malfunction based on complaint information. The batch 6009477 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6009477 was manufactured according to the work instruction (wi) version 117 in the line 117, on (B)(6) 2024, with a total of (B)(4) units. Review of the DHR (device history record) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on (B)(6) 2025 against malfunction no malfunction based on complaint information, infection requires prescriptive treatment e g oral antibiotics and lot 6009477 and two more complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of the related event: as a result of the following: no non-conformance (nc) raised during production, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. Root cause of problem: n/a - this complaint did not require escalation to CAPA, therefore no further root cause investigation has been completed. Corrective action as a result of the investigation: n/a - this complaint did not require escalation to CAPA, therefore no CAPA plan is available.

Event description:
To date no additional patient or event details have been received.